Manufacturer narrative:
Investigation: CAPA # (B)(4) was initiated for complaints relating to package seal integrity poor (opened) for the batch 708885. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use there was a package sealing problem with the bd 20ml plastipak¿ syringe, sterility compromised. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation: quality notification/occurences: there are no occurences / quality notifications in this batch). Photo's received - yes, the photo showed the defect. It was performed the visual analysis in the sample sent by the customer it was verified the package opened. Root cause: it was verified the batch record, maintenance record, quality notification and samples. Corrective, preventive and containment actions: will be performed according to the CAPA (B)(4). Conclusion: it was verified the batch record, maintenance record, quality notification and no deviation was found in these process. It was analyzed the samples sent by the customer and it showed the defect complained. With these information it was possible confirm the complaint, but the root cause was not identified. So due the defect criticality it was decided open the CAPA #: (B)(4) to investigate deeply the root cause. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Bd was able to duplicate or confirm the failure mode indicated by the customer).